Event description:
Results of "188 mg/dl" with a lifescan meter and "124 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose.